Event description:
It was reported that the patient presented to the clinic with symptoms of a racing heart and presyncope. Upon interrogation, the pulse generator exhibited auto mode switch episodes and an inappropriate rate increase. The device was reprogrammed and the issues were resolved. The patient was discharged home in stable condition. On (B)(6) 2015 it was reported that the device was functioning normally. The patient experienced occasional dizziness.